Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 275 mg/dl. The customer is experiencing symptoms of frequent urination. The customer stated they have a back up plan. The customer was treated for high blood glucose with bolus. After the troubleshooting was done, customer was advised to change entire infusion set systems and follow up with the health care provider in regards to high blood glucose ad settings on the pump. The customer's wife was assisted on how to program a bolus through the bolus wizard. During the troubleshooting the customer blood glucose went to 558 mg/dl.